Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic hysterectomy without bso or bladder sling - "while seal tissue and vessels hand piece handle was getting stuck and could not be completely closed. When it did close energy was applied and could not completely seal the tissue. When attempted to cut tissue would not be completely cut. After this occurred hand piece was replaced. As a result of the new piece being used hemostasis was complete and tissue could be cut. It was first observed that the hand piece was making a loud clunking sound when handle was be squeezed closed." Patient status: "short / prolonged bleeding until hand piece was replaced."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation; the jaws were free of blood or eschar. Upon initial inspection, the handle was actuated and found to move freely. During functional testing, engineering activated the device on porcine mesentery and concluded that the device was able to fully clamp, cycle and cut the tissue. As such, engineering was unable to replicate the event. The root cause of the event cannot be confirmed as engineering was unable to replicate the event. Applied medical will continue to monitor its vigilance system and take appropriate actions, as necessary, to mitigate this event.

Event description:
Additional information received 08sept2016: it was a very small bite of tissue. Possibly part of the ovarian ligament. The jaws were clean. The surgeon did not over grasp the tissue. It was replaced with another 5 mm hand piece. The handle was making a clanking sound from the beginning of its use and it progressively got worse until it was semi functioning. We removed and went ahead with another hand piece that worked. The problem seemed to have stemmed from a malfunctioning handle.